Manufacturer narrative:
No failed battery test alarm noted. All operating currents are within specification. Off no power alarms functioned properly and passed self test. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the numbers on the screen of the insulin pump kept scrolling up when pressing any button. It was stated that the customer removed the battery and inserted same one and tried to deliver a bolus and numbers started to ramp up again and removed and reinserted the battery again and received a failed battery test alarm. Customer stated that the contacts on battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer was instructed to clean the battery cap contacts and reinsert the new battery. No further troubleshoot was performed as the device is being replaced due to the keypad issue. Blood glucose value is 147 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.